Event description:
It was reported that the 9900 system had a cine error message then locked up during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The software upgrade and cine drive were installed during the service call. The system was tested and found to be working as intended and put back into service.